Event description:
25ga tano diamond dusted membrane scrapper (ddms) tip broke off inside patient's right eye. Surgeon could not remove it through the 25ga cannula. Surgeon removed the 25ga cannula, opened conjunctiva with westcotts, made 20ga sclera incision with mvr blade. Removed broken tip using ilm forceps. Closed scleral incision with 7-0 vicryl suture. Closed conjunctiva with 6-0 plain gut suture.